Event description:
It was reported that the deflectable videoscope produced a distorted image. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the distorted image was not confirmed. Based on the results of the investigation and historical data, a possible cause could not be determined as the malfunction could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.